Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was at 4.5 years battery remaining and patient was 100 percent right ventricular (rv) paced. Boston scientific technical services (ts) discussed to continue monitoring per advisory communication if device longevity will go below 4 years, then a replacement will be considered. In addition, the most recent latitude transmission showed 4.5 years remaining and patient came into the office, and the longevity showed 6 years remaining. The following weeks after, latitude showed 4.5 years which showed 96 percent power consumption. Ts reviewed the data and did not see a reason for analysis and recommended a regular follow up. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was at 4.5 years battery remaining and patient was 100 percent right ventricular (rv) paced. Boston scientific technical services (ts) discussed to continue monitoring per advisory communication if device longevity will go below 4 years, then a replacement will be considered. In addition, the most recent latitude transmission showed 4.5 years remaining and patient came into the office, and the longevity showed 6 years remaining. The following weeks after, latitude showed 4.5 years which showed 96 percent power consumption. Ts reviewed the data and did not see a reason for analysis and recommended a regular follow up. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was at 4.5 years battery remaining and patient was 100 percent right ventricular (rv) paced. Boston scientific technical services (ts) discussed to continue monitoring per advisory communication if device longevity will go below 4 years, then a replacement will be considered. In addition, the most recent latitude transmission showed 4.5 years remaining and patient came into the office, and the longevity showed 6 years remaining. The following weeks after, latitude showed 4.5 years which showed 96 percent power consumption. Ts reviewed the data and did not see a reason for analysis and recommended a regular follow up. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.